Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Per st. Jude medical, the patient had a change out two days previously and was in-clinic due to a patient notifier. Impedance for this lead are >200 ohms. No dft testing was done at the change out. Programming changes were made and the patient will check-in again later to see of the impedances continue. When the patient returned, it was noted the impedance was still above 200 ohms. Rv to can was stable and within normal range with no noise observed with provocative testing. Their representative was to discuss this information with the physician. There were no adverse patient effects reported. All available information suggests this lead remains implanted. Should additional information become available, this event will be updated.